Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that all conductors had blood/body fluid (not obstructed).

Event description:
It was reported that during an implant attempt of the left ventricular lead, there was no capture. The lead was explanted and no left ventricular lead was implanted. No patient complications have been reported as a result of this event.